Manufacturer narrative:
Our field service engineer was unable to duplicate the error 100. He checked the functionality of the compression release button and our e-stops, all were working fine. The technician told him the manual release button did work, but the auto released had been delayed. In a review of the logs no error 100 was found, continuing to look into. I have been unable to reach the technician for further information.

Event description:
The technician had taken a few of the images and after her last image the compression didn't automatically release, after hitting the manual release button a few times she was able to release the patient and got an error 100, exposure did not process. She has used the system since with no problems or errors.